Event description:
It was reported that lead fracture was suspected. Plans were made to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.